Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor kept turning on and off. The issue was found during training / preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation but is expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.